Manufacturer narrative:
Flow accuracy testing was completed on the pump on (B)(6) 2011 with the following results: the pump was exercised for 29 hours with no insulin delivery issues observed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: it was reported that the keypad buttons were intermittently unresponsive. The pump was returned to animas. Investigation revealed that all keypad buttons responded as expected. The complaint regarding unresponsive buttons could not be confirmed or duplicated. The user stated that the keypad was damaged, which was confirmed on investigation. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The (B)(4) instructs the user to call animas (B)(4) if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the patient's blood glucose (bg) has been around 500 mg/dl. There were no specific dates given for the alleged elevated bgs. The family member stated that the elevated bgs have been treated with correction injections and the patient did not require medical intervention. The family member did not report any signs or symptoms of hyperglycemia. She stated that the keypad was "missing", and the brass buttons were exposed. She stated that the keypad buttons were intermittently unresponsive, and she felt that this may have contributed to the patient's elevated bg. The family member admitted that the patient's bgs had been fluctuating up and down "for a long time", and that the patient was not monitoring boluses "as he should". The pump was not available for review at the time of the call to (B)(4). The family member stated that with elevated bgs, the site was changed and the patient was given a correction injection, and his bg came down. She confirmed that there were no site issues or bent cannulas. She stated that the patient wore the pump in his pocket and did not clean the pump. At the time of the call to (B)(4), the patient was reportedly still on insulin pump therapy. This complaint is being reported due to the patient's alleged hyperglycemia while on insulin pump therapy.